Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with 90% stenosis, moderate calcification and moderate tortuosity. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced with resistance to the anatomy and ruptured during the first inflation at 10 atmospheres (atms). A nc trek neo balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.